Event description:
During a shoulder arthroscopy case the scorpion multifire needle tip broke off into the patient's shoulder joint. The surgeon made the clinical decision that to try and retrieve the tip would cause more harm to the patient than benefit. The patient was informed by the surgeon. FDA safety report ID# (B)(4).